Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The catheter was secured by several dressing, and the catheter oart which was not secured by them found to be broken and leakage was found on (B)(6) 2020. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample and a statlock was attached to the suture wings. The sliding suture wing was positioned between the 29cm and 31cm depth markings. A longitudinally aligned split was observed between the 43cmd and 44cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the white-luered lumen to be patent to infusion and aspiration with no observed leaks. When flushing the red-luered lumen, a leak was observed at the leak site. The lumen was fully occluded by blood products distal of the split. Microscopic inspection of the split revealed inward curving edges. Material discoloration was observed in the vicinity of the split. The inward curving edges were indicative of material wear contributing to the observed leak; however, the short reported duration between device placement and leak formation suggested that an additional unidentified factor(s) may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The catheter was secured by several dressing, and the catheter oart which was not secured by them found to be broken and leakage was found on (B)(6) 2020. There was no reported patient injury.